Event description:
The lens rotated in the ez-28 delivery device during the insertion into the pt's eye. However, the doctor was able to implant the lens correctly without any pt injury.

Manufacturer narrative:
This form was completed by the manufacturer.